Manufacturer narrative:
(B)(4). Photographs were provided, however the complaint could not be confirmed. Review of the photograph provided shows hair-like debris on the device, however, the device was removed from the packaging. DHR was reviewed and no discrepancies relevant to the reported event were found. . The likely condition of the product when leaving zimmer biomet cannot be verified. A definite root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the implant was opened, it had a hair on the implant. No further event information available at the time of this report.